Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the therapy turned off by itself. The patient was advised to push the white button on the controller. The patient verified that her stimulation turned back on. The patient was asked how the stimulation turned off, but they stated they were unsure. The patient mentioned that prior to calling she reset her controller and that did not turn her stimulation back on. Troubleshooting on the call resolved the reported issue. No further complications were reported.